Event description:
The integrated "tamp-tube" did not slide down upon withdraw of the device. Added tension in the device was felt. Cv tech had to fillet the end of the sheath to extract the "tamp-tube" and manually slide and pact the collagen onto the arteriotomy. Due to having experience with this similar event, the device was able to be deployed with minimal to now bleeding in the access site.note: this is the fifth event this year with this device at our facility.what was the original intended procedure?vessel closure post heart cath.device #1is this a laboratory device or laboratory test?no.